Event description:
I put (B)(6) clear care contact lens solution (3% hydrogen peroxide) directly in my eye because the packaging resembles other contact lens solution products. Background: my optometrist suggested I start using clear care instead of my usual multipurpose solution for overnight cleaning. The bottle is shaped the same as other contact lens solutions, and I stored them all together in the medicine cabinet. One morning, I accidentally got the clear care out of the cabinet instead of the saline solution when I went to put in my contacts. I squirted a few drops of clear care onto the contact lens on my finger, and put the lens in my left eye. It immediately caused searing burning, and my lid slammed shut. I frantically tried to retrieve lens, but it took about 15 seconds for me to be able to hold eye open enough with one hand to peel off the lens with my other hand. I started rinsing my eye with water, and also looking online for what to do as the burning continued. I found stories of others doing this and needing immediate treatment, so I called my primary care physician for assistance, who told me to get emergency treatment. I want to the ER, where my eye was irrigated with an eye tube and a dye test was performed for corneal damage. I was discharged from the ER to an ophthalmologist's office for a f/u that day. My eye was swollen and the pain lasted a day, despite using pain-relieving eye drops. This was a (B)(6) ER visit. Source of the problem. The bottle has a red cap, but this is simply not enough of a distinction for a product that can be very easily mistaken for other solutions. For example, clear care is the same strength as hydrogen peroxide for first aid, but that bottle is usually brown and unlikely to be mistaken for standard lens solution. I was aware that clear care required a special storage container, and had read the warning about "burning and stinging". However, I did not realize how serious the "burning and stinging" could be and the damage it could cause.